Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "pain", "one implant had a dent", and "device has been leaking for around two years". Patient also reported "fatigue", "extremely tired", and "nausea"; these events are not device related. Manufacturer of device is unknown. The device remains implanted. This record is for the right side.